Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. It was noted that the r waves are low and have been steadily decreasing. The thresholds have been increasing and noted that the lead impedances are decreased. The rv lead remains in use. No patient complications have been reported as a result of this event.